Event description:
Skull clamp was returned for service, due to an incident while in contact with a pt. As a result, the pt sustained a laceration. Add'l info received: the biomedical tech at the hospital stated that the pt suffered a laceration, due to their head being improperly positioned in the unit.

Manufacturer narrative:
As received, the unit was in good condition. The 80# torque knob tested in spec, but the large starburst threads were crossed, and the swivel base had some rotational movement in the locked position. The unit required some general maintenance, but when properly positioned, adjusted and locked, the reported problem could not be duplicated. Based on the reported info and the inspection of the returned device, we are unable to determine the root cause of the reported incident. The intergra neurospecialist has met with the hospital or staff to retrain on the proper positioning of skull clamps.